Event description:
It was reported, the high flow insufflation unit had insufficient pressure to achieve flow rate. The issue occurred during preparation for use for a therapeutic laparoscopy procedure. The procedure was completed using the same set of equipment with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. E1/full address: tongliao city, inner mongolia autonomous region, inner mongolia zherimen league, horqin left wing rear banner, unity road

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.